Event description:
The hospital reported that during a coronary artery bypass procedure, the actuation button on the aortic cutter was unable to be depressed as it was stiffer than usual. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device were returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the safety lock was unlocked and the actuation button was depressed. The cutter was reset to the original position to do a functional test. The actuation button was depressed on the device and it performed according to specifications, no non-conformities were found during the functional testing. The aorta cutter was viewed under a microscope; no non-conformities were found. Based upon the received condition of the device, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal file number - (B)(4).